Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion italy facility reported that they evaluated the device and replaced the gas delivery engine in order to resolve the reported issue.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated the unit was on a patient when the issue occurred. The ventilator was swapped out for another unit. The customer stated there was no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the carefusion germany service department inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to a faulty transducer communications alarm (tca). During the inspection, it was also found that the pressure transducer cannot be calibrated. The tca board was replaced in order to resolve the reported issue.